Manufacturer narrative:
One 72203704 healicoil regenesorb 4.74mm suture anchor product used for treatment and was returned for evaluation. The complaint stated: ¿when the package was opened the implant was found to be already broken.¿ due to partial product receipt, conclusions, investigation and evaluation were limited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue and patient condition. The return consisted of two strands of suture and fragments of broken anchor. All are bio tainted. The return is contrary to the allegation. The anchor was clearly shattered. There is indication of distorted threads. The condition is consistent with excess force having been applied. Adherence to the instructions for use is essential for optimum success of the product. This product contains a technique oriented information. This product recommends use of a 4.75 threaded dilator for prep of normal bone. Per instructions for use: ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no root cause related to the manufacturing of this product was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during an arcr procedure, when the package was opened the implant was found to be already broken. There was no delay and no patient injury or other complications were reported. No backup device was available and it is unknown how the issue was resolved.